Event description:
It was reported from (B)(6) by the ventricular assist device (vad) coordinator, that a patient experienced random power source switching from one port to the other port earlier than expected. The controller and batteries were exchanged. There were no reported consequences or impact to the patient; the patient activity is unknown during the event. No additional information was provided. This is report 2 of 5.

Manufacturer narrative:
One controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple premature switching events. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. An internal investigation has been opened internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. In addition, this type of issue is not likely to cause or contribute to death or serious injury. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of five reports (3007042319-2015-00944, 3007042319-2015-00945, 3007042319-2015-00946, 3007042319-2015- 00947 and 3007042319-2015-00948) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. When one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is two of five reports (3007042319-2015-00944, 3007042319-2015-00945, 3007042319-2015-00946, 3007042319-2015- 00947 and 3007042319-2015-00948) submitted for devices related to the same event.